Manufacturer narrative:
Corrected data: in the initial MDR, the lens was reported as rotated clockwise; however has been corrected as follows: it was reported that the intraocular lens (iol) was implanted (B)(6) 2015; the investigator found that the lens rotation was anti-clockwise 25 degrees during the one week follow-up visit on (B)(6) 2015. Investigator decided not to do a secondary surgical intervention based on patient feedback and related examination data. Subject's right eye (od) is good without complaint, and the visual examination is acceptable, so no action was needed to be taken. No further information was provided. The manufacturing records for the intraocular lens (iol) were reviewed. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The product was manufactured according to specification. A search on complaints was executed and revealed that no other complaints for this order number were received to date. During the manufacturing record review of the production order for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order/lens was manufactured according to specifications. The lens met specification prior to release. Labeling review was conducted and the directions for use (dfu) was reviewed. Lens rotation is listed in the warnings section of the package insert and the directions are provided for placement of the lens where it is stated that special care should be taken to ensure proper positioning of the lens at the intended axis following viscoelastic removal. Residual viscoelastic may allow the lens to rotate, causing misalignment of the lens with the intended axis of placement. The dfu states rotation of the lens away from their intended axis can reduce their astigmatic correction. Misalignment greater than 30° may increase postoperative refractive cylinder. If necessary, lens repositioning should occur as early as possible prior to lens encapsulation. The dfu adequately provides instructions and precautions for the proper use, handling and implantation of the lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted (B)(6) 2015; the investigator found that the lens rotation was anti-clockwise 25 degrees during the one week follow-up visit on (B)(6) 2015. Investigator decided not to do a secondary surgical intervention based on patient feedback and related examination data. Subject's right eye (od) is good without complaint, and the visual examination is acceptable, so no action was needed to be taken. No further information was provided.

Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains implanted at the time of submitting the MDR. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted (B)(6) 2015; the investigator found that the lens rotation was clockwise 25 degrees during the one week follow-up visit on (B)(6) 2015. Investigator reported the event per abbott medical optics (amo) clinical team request. Subject's right eye (od) is good without complaint, and the visual examination is acceptable, so no action was needed to be taken. No further information was provided.